Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, after firing, the anvil came loose before removing the stapler from the rectum. As the rectum was low (2cm), the surgeon managed to take the anvil out of the anus with forceps. An intraoperative rectoscopy was performed to verify the intact staple line. The surgical time was extended for 50 minutes due to the issue